Manufacturer narrative:
There was no death associated with the defibrillation event. There is no indication that the monitor damage contributed to the defibrillation event. The damage was caused by the patient pouring urine on the device after the alleged treatment. There was no information to suggest the patient sustained a serious injury from the alleged defibrillation event. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned to zoll manufacturing corporation for evaluation. Upon receipt it was confirmed that the monitor was unable to power on, as reported by the patient's nurse. Functional testing was unable to be conducted due to the biohazard contamination of both pieces of equipment. A review of the last available flag data prior to the alleged event was conducted. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. There is no indication of a device malfunction prior to the patient pouring urine on the equipment. Further evaluation of the equipment was prevented due to a biohazard risk presented by the equipment. The equipment was scrapped. The primary cause of the inappropriate shock event was unable to be determined due to a loss of software flag and ECG data due to the patient pouring urine on the device after the alleged event. The alleged inappropriate defibrillation was unable to be confirmed and is being reported out of an abundance of caution. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor reported that the patient was shocked by the lifevest while in a long-term health care facility. The patient's nurse reported on (B)(6) 2018 that the patient was playing with his lifevest and was shocked by the device. The nurse indicated that after the treatment, the patient urinated in his urinal and dumped it on his bed and the lifevest. The nurse reported that now the monitor will no longer power on. There was no indication that the patient sought medical attention following the alleged treatment. A review of the continuous ECG recordings was unable to confirm the occurrence of a treatment shock. A download for software flag files and any possible treatment strips from 01/05/2018 was unable to be performed due to the patient damaging the device by pouring urine on it. The patient flag files did indicate that the patient's gel released on (B)(6) 2017 at 7:40:24 am, however, the patient was not treated at that time as a normal rhythm was detected. No treatments were delivered on (B)(6) 2017. The alleged treatment event was unable to be confirmed. There were no reported injuries or adverse events from the alleged event. Reporting the alleged inappropriate shock out of an abundance of caution.